Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen had a delay in response while trying to deliver a bolus. Additionally, it was reported that an out of insulin alarm occurred. Customer's blood glucose level ranged between 140-150 mg/dl. Reportedly, the customer changed pump supplies to resolve issue.